Manufacturer narrative:
(B)(4) the actual device was not returned; however, the customer provided one photo for analysis. The complaint of luer hub and extension line separation was able to be confirmed by the photo. The image shows a cvc in use with the luer hub separated from the distal extension line, however, a complete visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "the nurse found the extension line/luer hub separated during used on the patient. They continue to use it on the patient". No harm for the patient. The patient condition is fine. No medical intervention was required.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the nurse found the extension line/luer hub separated during used on the patient. They continue to use it on the patient". No harm for the patient. The patient condition is fine. No medical intervention was required.